Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 10mm x 3.00mm wolverine cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6atm for 6 seconds. The procedure was completed with another of the same device. No patient complications were reported.